Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned from site and review revealed the following: patient annular area and areaderived annular diameter were within 29 mm thv sizing recommendation range area and area derived diameter. The patient annulus appeared somewhat irregular, nonspherical in shape. A large calcium nodule was present along the annular perimeter. Paravalvular leak was visualized by tee around the calcium nodule. A device history record (DHR) review and lot history review was not done due to limited device information. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3/s3u us. Based on this review, no IFU/training deficiencies were identified. A complaint history review was done and revealed patient factors: calcification as a potentially applicable root cause; a review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for postimplantation paravalvular leak was confirmed based on review imagery. A review of complaint history did not reveal any manufacturing nonconformances potentially contributing to the complaint event. Since the valve serial number was not provided, a review of the DHR and lot history was unable to be performed. A review of IFU/training materials revealed no deficiencies. As reported, approximately 2 years post procedure, the patient was found to have some degree of regurgitation after a recent follow up tee and the patient was brought back to the operating room to attempt a paravalvular leak plug closure using a vascular plug type device. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. In this case, imagery review confirmed presence of a pvl jet around a calcium nodule present in the annulus (figures 12). Due to its bulky/sharp characteristics, said calcium likely led to the formation of pvl channels by creating irregular contact between the thv and cardiac tissue. However, since patient had a large annulus, with no details provided for the thv size used, an undersize valve cannot be ruled out at this time as this could also lead to suboptimal overlap between the pvl skirt and target site. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, approximately 2 years post procedure, transesophageal echocardiogram (tee) showed some degree of regurgitation with an unknown severity. The patient was brought back to the operating room to attempt a paravalvular leak plug closure using a vascular plug type device. The perceived root cause was upper end of annulus treatment range and significant nodule of annulus calcium preventing proper sealing.